Manufacturer narrative:
Additional information was received that the onset of symptoms were immediate and that the patient felt weakness as soon as she woke up after implant. The leads were implanted at t7.

Event description:
A report was received that the patient was feeling some weakness in the leg. It was also reported that the weakness of the legs could be surgery related. The patient underwent an explant procedure.

Manufacturer narrative:
Model number/catalog number: sc-8336-50, serial number: (B)(4), batch/lot number: 5141606, model/catalog description: coveredge 32 surgical lead kit 50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was feeling some weakness in the leg. It was also reported that the weakness of the legs could be surgery related. The patient underwent an explant procedure.